Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro port was installed incorrectly. The btt has no port to inflate the btt balloon, the port is simply not there. No patient involved.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood were evident on the btt. The insufflation tube was detached from its original position on the btt. Both ports for balloon inflation and co2 insufflation are present and appear to be installed correctly. No other part of the reported device were returned for evaluation. An inflation test was conducted. The balloon was inflated and submerged in plain water to observe the presence of bubbles. The device passed the inflation test, it remained inflated and no bubbles were observed under submersion. Microscopic inspection showed adhesive residue on the tip of the detached insufflation tube. Adhesive residue was also evident on the receptacle port where the tip of the tube was originally attached. A reference btt was used to simulate pulling or "yanking" of the tube. It was observed that a more than moderate amount of force by hand cannot detach the tube from the port. A forceful and deliberate force was probably used to cause the tube to separate from the port. Based on the returned condition of the device and the results of the investigation, the reported failure "component missing" was not confirmed. The analyzed failure "detachment of device or device component" was confirmed. The DHR for the btt subassembly was reviewed. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro port was installed incorrectly. The btt has no port to inflate the btt balloon, the port is simply not there. No patient involved.